Event description:
This is filed to report single leaflet device attachment and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had a large posterior prolapse and a distorted heart due to dilation. Due to the patients anatomy visualization of the clip during the procedure was difficult. An xtw clip (20615r159) was advanced in the patient and the leaflets were grasped. During grasping attempts there was tissue damage. However, the clip was deployed on the mitral valve without further issues. Post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (20615r160) was implanted. However, while in the left ventricle (lv), the clip became caught in the chordae. Troubleshooting was performed, but the clip was unable to be removed from the chordae. The clip was able to grasp the anterior leaflet; therefore, it was deployed only on the anterior leaflet. No additional clips were implanted, and mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with imaging difficulty due to patient anatomy. The cause of the reported unspecified tissue injury associated with the chordae rupture was due to the grasping difficulty. The cause of the reported difficult or delayed positioning was due to challenging patient anatomy (large posterior prolapse and a distorted heart). The cause of the reported mitral valve insufficiency/ regurgitation (unchanged mr) was due to the incomplete coaptation/slda. The cause of the reported incomplete coaptation appears to be due to challenging patient anatomy. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.